Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with a corroded rotor, which was induced by how the customer is cleaning and/or sterilizing the device. The IFU clearly state the proper procedure for the cleaning, lubrication, and maintenance for this device. The primary failure identified by the technician is the balanced rotor, which was serviced along with other components as part of preventive maintenance. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom teeth removal procedure. There was no reported patient or user injury, and the procedure was completed successfully with another device.